Event description:
It was reported that the left ventricular (lv) lead was exhibiting no capture at maximum output levels in all configurations and that it had become dislodged and was barely in the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg device, implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the outer insulation end found outer insulation separation at connector, explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.